Manufacturer narrative:
No aberrancies were noted during a review of manufacturing records for the lot. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. CAPA has been initiated to investigate customer reports of cryocyte bag breakages.

Event description:
Reporter reported one broken cryocyte bag (out of a patient lot of three bags) detected is stored as backup and no transplantation is currently planned. The bag contained peripheral blood stem cells and had been in storage for 45 months in liquid nitrogen liquid phase. The fill volume was 51ml. A controlled rate freezer was used. Cryopreservation and storage were performed in a metal cassette. No overwrap was used. The bag was not transported outside the lab subsequent to filling. The bag was not placed in the vapor phase prior to removal from the old storage tank. The customer agreed to send a photo of the bag in late september 2006.